Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, smoker, local infection/subacute chronic osteitis, fistula, and inflammation.